Manufacturer narrative:
All available patient information was included, no additional patient information was available. The complaint investigation for non-reactive results was completed for a known hiv patient with architect hiv ag/ab combo reagent, lot number 43120be00. The investigation included a review of data and information that was provided, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of the complaint lot and additional lot used in troubleshooting by abbott field service at a different laboratory. Return testing was not completed as returns were not available. The trending review did not identify any trends for the issue of the product. Labeling was reviewed and found to be adequate. The device history record review did not identify any non-conformances or deviations with lot 43120be00 and the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product to date, this is the only complaint for false non-reactive results with lot 43120be00 identified. In addition, the clinical sensitivity and specificity were verified for the reagent and all specifications were met indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with architect hiv ag/ab combo reagent, lot number 43120be00.

Event description:
The customer observed a non-reactive result for a 5-year-old female patient with the architect hiv ag/ab combo on the architect i2000 analyzer, sn (B)(4). The patient has a known hiv infection and a brain tumor. The patient was previously tested with the alinity I hiv ag/ab combo assay, which generated non-reactive results, therefore the sample was also tested with the architect hiv ag/ab combo for troubleshooting purposes only. The following architect results were provided for sid abbotthiw. Result from (B)(6) 2022 = 0.83 s/co = negative, cutoff(1.00 s/co) . There was no impact to patient management was reported.